Event description:
Additional information received further indicated that the patient's personal therapy manager (ptm) was found not to be working and they were unsuccessful at getting it to work. It was uncertain if any trouble-shooting was done. It was suspected from the beginning, that the pump was loose in the pocket and the patient's movement had caused it to flip. It was also suspected that the pump was not sutured well. The flipped pump was confirmed via x-ray imaging. It was noted that the patient did not have any symptoms. Once the pump was flipped back, the patient was then sent home. The outcome of the event was unknown as the patient was not seen again after that. It was last noted, that the patient was "doing fine".

Manufacturer narrative:
(B)(4).

Event description:
A confirmed flipped pump was reported. Per the healthcare provider (hcp) this happened ''a while ago'' and to correct the problem, the pump was revised. It was stated that during revision, the hcp was going to use a "weight" on the pump to try and keep it from flipping again. Drugs delivered via the device were hydromorphone and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer model: 8835, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.